Event description:
On (B)(6) 2017, during a procedure to implant a 25mm amplatzer amulet (acp2) using a 12f amplatzer torqvue 45x45 (tv45x45), the acp2 loader was connected to the delivery-sheath at which time an air embolism into the right coronary was observed. Per report, the procedure was abandoned as the patient was reported to be unstable. The acp2 device was not used. Per report, the patient died on unknown date due to a cerebral air embolism. Additional information was requested.

Manufacturer narrative:
Product analysis: the device was returned due to an air embolism. The results of this investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.